Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified as the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after reprocessing of the ultrasonic probe, yellow liquid adhered to gauze when wiped up with alcohol after hand washing/disinfection (disposal) and rinsing. There were no reports of patient involvement.